Manufacturer narrative:
(B)(4): on (B)(4) 2011 a max5 and eml2 were received under (B)(4). The max5 device was used in a procedure that resulted in (B)(4). Both devices were cleaned for evaluation and during labeling the max5 device was inadvertently scrapped and the eml2 was placed in the complaint cabinet for evaluation, which met all specifications. The max5 was scrapped before a complete evaluation of the device could take place. The max5 complaint description was reviewed and concluded that the event warranted and met the threshold of a vigilance report. The failure of receiving and retaining the device increases the severity of this issue since atricure had to submit a vigilance report without proper evaluation of the device. CAPA-(B)(4) was opened to investigate this deviation from company procedure. The device history record for max5 batch 20369 was reviewed for non-conformance reports and rework routers. Additionally, the ncr log was searched. No rework routers or non-conformance reports were found. Also a device from a similar lot number was evaluated with no issues. Therefore, all devices met specifications, and no additional issues appear to have contributed to complaint number (B)(4).

Event description:
During the initial procedure on (B)(6) 2010 a tt isolator multifunctional pen was used. When dr. (B)(6) was creating a line from the coronary sinus to the tricuspid annulus a "pop" was heard during the ablation. Afterwards, there was a small perforation noticed in the right atrial wall. The patient was on bypass and the doctor simply placed a single stitch and repaired the perforation. There was no long term patient consequence.